Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on the radius side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Observed 40 mm dark patch edge material. Wear abrasion observed. Non-penetrating nicks observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade iii. Device has been explanted and replaced. This relates to the right side.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade iii. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.